Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Unit alarmed hardware low level failures alarm during self test and confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. Unit received with faded serial number label.

Event description:
The customer's family member reported via phone call that her daughter went to swimming and then water get into the insulin pump's screen. The customer¿s blood glucose was 106 mg/dl. Troubleshooting was done for water exposure. Customer also mentioned that the insulin pump had a crack on the backside. Customer stated they do hear fluid when shaking the insulin pump. Customer stated they see fluid under the lcd. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.